Manufacturer narrative:
(B)(4).

Event description:
It was reported via merlin.net transmission, programmer was unable to communicate with the device. Upon device interrogation, problem with radio frequency (rf) communication was observed. Firmware was reloaded and normal function was restored including rf telemetry. Patient was discharged.